Event description:
It was reported that the product did not give relief to the patient as it was supposed to. There was no patient injury reported.

Manufacturer narrative:
Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. Based on available information and evidences no product quality problem could be confirmed. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. Lot release records were reviewed and the product lot met all acceptance criteria. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.